Event description:
Manufacturer's representative reports patient complains of aches. Hcp believes there may be a possible pump malfunction. A rotor study was done showing rotor not moving. Hcp then did three more rotor studies and a catheter dye study; rotor still did not move and they were unable to get anything into the catheter. A follow up report will be sent when additional information is available.